Event description:
The customer's son stated that his father received a reading of 74mg/dl on his meter the other night. His father then passed out and the paramedics were called. They tested his blood and got a reading of 21mg/dl. The contact did not have nay supplies to check his father's meter. He did, however, still have the strip and foil wrapper from his father's reading of 74mg/dl. The expiration date on the strip was 2005. The contact thought his father could have added old strips to his box of new strips. Customer service was sending a new meter kit and advised the contact call back to finish troubleshooting the old meter.